Event description:
Event description cpi received information that the ICD had reverted to reset safety mode with one zone therapy and displayed a screen that indicated a malfunction had occurred. The ICD was removed and replaced.